Event description:
It was reported that the ilet device¿s sleep/wake (power/lock) button became unresponsive, and after standard troubleshooting the device was determined to require replacement; the device¿s water resistance was considered compromised and the user was advised to maintain backup therapy and to sync data before device shutdown. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no alerts or alarms and no impact on therapy continuity beyond the noted device functionality concern. Investigation included remote troubleshooting and user education on device handling, data synchronization, and return procedures. Investigation of this device was confirmed and revealed a nonfunctional sleep/wake button consistent with a hardware malfunction affecting the user interface component, with no evidence of therapy delivery errors or cgm impact. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the button mechanism.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."